Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that during an ablation procedure, towards the end of the procedure the maneuvering of the catheter became difficult and when it was removed from the patient¿s body the catheter was found broken. The procedure was completed using a same like device without any patient consequences. Upon request additional information was received stating that the catheter was found broken in the middle and that no internal wires were exposed. On (B)(6) 2015 the device was received at bwi failure analysis lab (fal) it was noticed that the shaft was broken at a distance of 28cm from the client clip, with wires exposed.

Manufacturer narrative:
(B)(4) it was reported that towards the end of the procedure the handling changed on the catheter. When it was removed to check the catheter it was visible that the catheter had broken in the middle. The returned device was visually inspected upon receipt and it was found that shaft was broken, with wires exposed. Per these findings and event reported a scanning electron microscope (sem) testing was performed over the damaged area and the results showed that the separated sections of the catheter body presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. A corrective action has been opened to address and resolve this thermocool smart touch broken shaft issue. During the visual inspection dark red material was found inside of pebax. Sem analysis indicates that pebax presented evidence of abrasion marks. These damages found could be related to an actuation of the device with an abrasive surface. Ring one also presented evidence of abrasion marks and dome presented evidence of light abrasion marks. During sem analysis no evidence of perforations or pin holes were found however the abrasion marks could be related to the filtration of blood inside of the pebax component. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a fracture on the catheter shaft has been verified.